Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 3rd july 2013. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 20th january 2014 and performed all weekly auto self-tests up to the 25th february 2018. During the above period the device records 101 manual power ons of mostly under 1-minute duration. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. A ¿warning memory full¿ message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found no fault with the returned device that performed to specification throughout testing at heartsine. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no 10 minute manual power ons recorded in the history log. However, the device records 101 manual power ons, most of under one minute duration throughout the history log. These manual power ons may indicate the user was regularly power cycling the device, or, the device was switching on automatically. In order to determine if the device was switching on automatically the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without the device switching on automatically or any other fault recorded. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Device switching on automatically. No patient involved.